Event description:
Patient reported their dentist, who they are under care of, advised them against using any clear aligner therapy. The dentist advised that such treatments can be harmful. There is no direct supervision or oversight and could potentially lead to irreversible damage of their dentition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.